Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Ms. Serrano (daughter) is calling on behalf of the customer. The expected fasting blood glucose test result range is not known by customer. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 12/04/2015. The meter memory reviewed for fasting test results performed: (B)(6). Adverse event not reported.